Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels at night. Bg value not provided. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.